Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue.t has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it was likely that the nozzle was clogged with foreign objects due to the device was returned to olympus without reprocessing at the user facility. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): "IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-h185l/I reprocess manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the nozzle was clogged with foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.